Event description:
It was reported that x-ray performed during post-operation device check revealed that the patient's right ventricular leadless pacemaker (lp) had microdislodged, presented in the form of an orientation shift. The lp was repositioned on (B)(6) 2025. The patient was stable.